Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an input introducer sheath during a procedure to treat a lesion in an unknown vessel. The guide wire was introduced first. The introducer sheath was introduced through the wire. Due to deformity at the edge of the sheath which occured during procedure, it was necessary to enlarge the opening in the skin with a scalpel. This was done in order to make it easier to manipulate the introducer and to avoid the risk of an arterial lesion, once resistance to advance the sheath was noted. The patient suffered temporary injury.